Manufacturer narrative:
Investigation description: display damage due to impact.

Event description:
It was reported that an ilet device sustained a cracked screen rendering the touchscreen unresponsive, with the user unsure of the cause, and the device could not be used thereafter. Symptoms included no injury and difficulty operating the device due to the nonfunctional screen. Outcomes included interruption of automated insulin delivery and the user reverting to an alternative insulin therapy. Investigation included remote assessment via user interview, visual confirmation through a texted photograph of the damaged screen, and logistical verification for device exchange. Investigation of this case revealed physical damage to the display assembly consistent with impact or stress, resulting in loss of input functionality while the remainder of the system could not be operated due to the screen failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external forces beyond normal use.